Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, elevated left ventricular threshold was observed. Device was reprogrammed. Patient¿s condition was stable.